Event description:
According to the reporter: during colectomy procedure, however there was poor staple formation which lead to post-operative bleeding at the staple line. The surgeon had to scope the patient and clip the bleeding site to resolve the issue. There will be an additional operation performed to correct the issue. The patient is alive with no injury